Manufacturer narrative:
A.5 is unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella rp flex with smartassist system with automated impella controller. Section: potential adverse events (united states). ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, cardiac or vascular injury (including ventricular perforation), venous thrombosis, ventricular fibrillation and/or tachycardia.¿ section: warnings & cautions: warnings: ¿do not advance or withdraw the impella rp flex with smartassist system catheter against resistance without using fluoroscopy to determine the cause of the resistance. Doing so could result in separation of the catheter or guidewire tip, damage to the catheter or vessel, or perforation.¿

Event description:
The complainant reported that a patient was on impella 5.5 support and was to be implanted with an impella rp flex for bipella support. The bipella case was aborted due to patient anatomy. There was no reported patient harm.

Manufacturer narrative:
D.2b revised as it was previously entered incorrectly on the initial report that was submitted. G.4 revised as it was previously entered incorrectly on the initial report that was submitted. Investigation summary: the investigation has been completed. No product was returned for investigation. Delivery issue: the cause of the issue was determined to be patient condition because due to patient anatomy and the doctor was unable to get any catheter into pulmonary artery as extracorporeal membrane oxygenation catheters are in the way and unable to be moved. The impella rp flex insertion was aborted. Device history review: the device passed all the post sterile inspection checks.